Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported allegation. The failure mode is consistent with an existing field action, fa 1896433. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: oms/DHR review: product code 110008100, work order 9824347 was manufactured on 29-jul-2021. All raw materials met specification. 9 parts were manufactured to specification. There was no scrap associated with this lot no nonconformances were documented prior to nr-0164811 and CAPA-011025. The global unite stem within this complaint is part of the bounding of nr-0164811 / CAPA-011025 / fa-2044436. There was no material reprocessing reports (mrr) associated with this lot. Product code 110008100, work order 9824347 was manufactured on 29-jul-2021. 09 parts were manufactured to specification there were no non-conformances associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review: a review was completed of the global unite std stem sz 8 (product code: 110008100 lot number: 9824347) device history record (DHR) and no nonconformances were documented prior to nr-0168411 and CAPA-011025. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the surgeon noticed that mating the epiphysis to the stem seemed more difficult than usual and tried two different combinations. He successfully impacted one epiphysis to a stem and engaged the attaching screw successfully implanting both pieces and completing the surgery. No adverse events occurred beside a 3-5 minute delay when retrieving the other implants and the surgeon manually solving the issue. Doe: (B)(6) 2021.